Event description:
It was reported that the patient right atrial (ra) lead exhibited low pacing impedance. No programming changes were made and the patient continued to be monitor. No patient consequences was reported.